Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the core power tray assembly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The core power tray assembly was installed, programmed, and tested on the pca is4000 system 1, with error 417 triggered on startup and no error 86 were triggered. This assy went thru a 10 power cycles with error 417 triggered every power cycle but no error 86, idle in normal mode for 1.5 hour with no error 86 triggered. Upon visual inspection, no issues were found that would be related to the reported event. The 2 power supplies of this unit was also check for 12v output with a multimeter and power supply a (1) failed the 12v check. Probable root cause is attributed to the ipd board.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer reported to technical service engineer (tse) to report the system powered down twice during the procedure and error 86 was displayed. Tse confirmed the error 86 on the logs indicating a power distribution fault on the ipd. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no additional information is available.